Event description:
The customer reported that following a ptca/stent procedure in 2001, a vasoseal es was deployed. When the sheath was removed, the physician noted that the end of the sheath was missing and looked as though it had been torn. Manual compression was held for fifteen minutes and hemostasis was achieved. The physician decided to leave the sheath material in the pt. The pt stayed overnight at the hosp and a small knot was noted over the puncture site. The pt was discharged the following day. No further complications were reported.